Event description:
It was reported that when using the bd pyxis¿ medflex 1000 user indicated that medications were missing from the patient profile and not visible for the user. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was missing from patient profile. A technical support specialist verified that the medication assigned on the medication order did not match the medication stocked in the cabinet. The medication order listed morphine sul sol 100/5ml, while the cabinet was stocked with morphine oral solution 20 mg/ml. Tss advised the customer to contact the pharmacy to update the medication order to match the cabinet stock in order to proceed with medication dispensing. The system functioned as intended after the technical support specialist investigated the issue.